Event description:
It was reported the patient saw the neurosurgeon and complained of pain at the site. The patient also has an elevated white cell count. The surgeon stated the elevated white cell count is not related to the scs system, but the patient disagreed. The surgeon agreed to open the ipg pocket and look at the ipg and place it deeper. He also stated if the ipg is infected he will remove it. Follow-up identified the patient underwent surgical intervention and no signs of infection were found at the ipg pocket site. Additionally, the ipg was relocated.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.